Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) was confirmed. As received, the monitor was unable to recognize an ECG signal. Upon evaluation, the belt receptacle was detached from the defibrillator board. The cause of the inability to recognize the ECG signal is the detached receptacle. The root cause of the detached receptacle is excessive force placed at the receptacle while an electrode belt was attached. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize an ECG signal.